Manufacturer narrative:
(B)(6). Date of report: 10aug2019. The field service engineer troubleshot unit extensively and tried speakers, but that did not solve the problem. The fse replaced the cpu assy and had to reload software and configured via respilink. Tested unit fully after repair and unit tested all ok. V60 is now ready for patient use. The part was returned to the manufacturer for investigation: it was determined to be the cold solders on 270k ohms +/-5% resistor leads in the ls1 buzzer generated the reported failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device displayed error 1104 (backup audible failure). It is unknown if the unit was in patient use at the time of the reported issue.